Event description:
It was reported that the subject device had poor image color tone. It is unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
E1- initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped, and the rigid tube was dented. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image color tone was caused by a component failure of the universal cable, the rigid tube was dented due to a component failure of the rigid tube, and the light guide bundle was chipped due to a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.